Event description:
Essure was placed in fallopian tubes for the purpose of sterilization. Constant cramping, pain, dizziness upon placement. Continued symptoms for 10 months with the addition of new problems. Excessive bleeding, and length of cycles (23 days straight), extreme fatigue, nausea, weight loss without dieting. The longer device was in the more severe problems became.